Event description:
The customer contacted baxter's service center regarding a leak, which occurred on the home choice (hc) during use. The home patient (hp) stated they noticed leak come from blue clamp line and wanted to know if they should still connect with the leak. The technical service representative (tsr) advised the hp to dispose of current supplies and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with a hp on (B)(6) 2012 for regarding a leak. The hp stated that he had to follow the baxter tsr for directions and he had to switch to new supplies and therapy went well thereafter. The hp did not notice anything unusual about their supplies that day. Since then, therapy has been going well. On (B)(6) 2012, product surveillance contacted the hp and the hp stated they did not know whether the leak was coming from the cassette or the bag. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a leak was not confirmed. The cause was undetermined.